Event description:
A catheter fracture was confirmed; revision surgery was scheduled. Additional information has been requested, but was no available as of the date of this report.

Manufacturer narrative:
(B)(4).